Event description:
A surgeon reported a revision surgery that he had performed 4 years ago on (B)(6) 2011 to replace a broken post on a 7 mm posterior stabilized tibial insert from total knee arthroplasty originally performed 7 years earlier on (B)(6) 2004. The replacement insert was 11 mm.

Manufacturer narrative:
The surgeon reporting this incident could only indicate it occurred over 4 years ago. As a result, there was very limited information provided. However, comparing this report to company records, ortho development believes it has identified the original implantation date as well as the date of the revision. A review of the complaint database was unable to match this incident to any previous report. The device was discarded at the time of the revision surgery so it is not available for evaluation. No root cause can be determined.